Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during a total knee arthroplasty (tka) surgical procedure, when the surgeon was about to cut the tibia, it was observed that the velys saw handpiece device, when used with the velys satellite station, was running by itself, without the trigger being pulled for an extended amount of time. It was reported that the surgeon waited for the device to stop and almost switched saws, but the device eventually stopped after about 3-5 minutes. It was reported that there was no issue with the cuts and the robot was mounted to the bed. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: device evaluation: this device was returned for evaluation. A visual and functional assessment was performed which determined that the device passed all pre-repair diagnostic assessments, and no failures were identified. Therefore, the reported condition was not confirmed, and an assignable root cause was not determined.